Event description:
A healthcare professional reported system message displayed and could not use intraocular pressure control during a surgery. There was no patient harm. No additional information is expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).